Manufacturer narrative:
The device was not returned to edwards for evaluation. Attempts to retrieve the device and additional information is in process. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported via the implant patient registry that a 7300tfx 33mm bioprosthetic mitral valve, implanted for two (2) years and 11 months, was explanted due to unknown reasons. Replacement valve is unknown.

Manufacturer narrative:
H10. Additional manufacturer narrative: added information to b5, b6, b7, h6. Prosthetic endocarditis with or without vegetation, of valves and annuloplasty rings is a serious complication of valve replacement and valve repair surgeries despite improvements in prostheses types, surgical techniques, and infection control measures. This infection is generally categorized into early (onset usually less than 60 days postoperative) and late (onset greater than 60 days post-implantation). Late prosthetic endocarditis resembles native valve endocarditis in terms of etiological microbes, and sources of contamination are presumably similar. Late endocarditis occurs due to the implant being seeded from an infection or microbial contamination from elsewhere in the body. Dental, genitourinary, and gastrointestinal manipulation are known causes of transient bacteremia, which can place a patient at risk for prosthetic endocarditis. Additional procedures placing patients at risk for prosthetic endocarditis include urethral catheterization, colonoscopy, barium enemas, and surgical procedures. Corrected data: based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.

Event description:
It was reported via the implant patient registry that a 7300tfx 33mm bioprosthetic mitral valve, implanted for two (2) years and 11 months, was explanted due mitral valve severe mitral stenosis with vegetation secondary to endocarditis. The explanted device was replaced with a 33mm 7300tfx. Per medical records received the patient was found to have methicillin-resistant staphylococcus epidermis (mrse) endocarditis of aortic and mitral valve on tee two (2) months prior to admission to hospital for re-do mitral valve replacement. Patient was treated with antibiotics. Intra-operative tee showed severe mitral stenosis, +1 regurgitation, vegetative leaflets, and a large vegetation adherent to the prosthetic mitral valve leaflet, which flip in and out of the ventricle with the cardiac cycle, measures 4.0 x 1.4 cm. There were no signs of aortic endocarditis on tee or upon inspection therefore it was not replaced. The 33mm 7300tfx mitral valve was explanted and replaced with another 33mm 7300tfx valve. Post operatively the patient did well and was discharged on post-operative day nine (9) to skilled nursing facility in stable condition.